Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. No alarms were noted. Visual inspection revealed cracks at the lcd window corners, reservoir tube and battery tube threads, and a scratched lcd window.